Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00439 and medwatch 2210968-2011-00440. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). When the tip came up through the skin it appeared that the tip of the trocar sheath was missing. The physician wasn't sure if the tip had sheared off or if it was compressed . He did not cut the skin in order to bring the tip through. No surgical procedure has been performed in an attempt to retrieve any possible retained tip. (B)(4). Results: inconclusive - the actual device involved in this event was returned for evaluation. The mesh was still attached to the two needles with the plastic sheath. One needle was in two pieces and the tip of this needle is missing. Based on the nature of the complaint no functional testing could be performed. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The mesh was still attached to the two needles with the plastic sheath. One needle was in two pieces and the tip of the needle was missing. The device was visually evaluated. The device was received in a condition which does not meet specification. It seems that during the surgery a strong strength had been applied at the extremity of the needle to deform it.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. After insertion of the sling, the physician pulled out the metal introducer and noticed the tip of the plastic trocar was missing. The patient has a small protuberance near the skin on the left side. The physician opines that it may be the tip or a resolving hematoma. If the protuberance is still palpable in two to three weeks, the physician stated he will likely open the skin under local anesthesia and remove what he expects to be the tip of the sheath. Patient doing well with no pain and no incontinence.